Event description:
A customer from (B)(6) notified biomérieux of a misidentification result for a proteus vulgaris quality control survey strain when tested with the vitek® 2 gn ID test kit, (ref. 21341) lot 2410167203. According to the customer, vitek® 2 gave an identification of proteus penneri or proteus hauseri for the strain. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this qc strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) notified biomérieux of a misidentification result for a proteus vulgaris quality control survey strain when tested with the vitek® 2 gn ID test kit, (ref. 21341) lot 2410167203. According to the customer, vitek® 2 gave an identification of proteus penneri or proteus hauseri for the strain. An internal biomérieux investigation was performed. The strain and raw data were not available for evaluation. The customer reported setting up the strain from blood agar. No other set up information was provided. The customer also stated that the card was set up immediately after removal from the refrigerator. The product labeling states that the cards must be room temperature before use. One lab report was submitted showing an identification of p. Hauseri with five atypical negative reactions (bglu, proa, ggaa, ple, ure) for an identification of p. Vulgaris according to the gn knowledge base. No lab report was submitted for an identification of p. Penneri. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data, it's not possible to further evaluate the cause of the misidentification. Vitek 2 gn ID test kit, lot # 2410167203 met final qc release criteria. This lot passed initial qc performance testing.